Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint investigation for false non-reactive results for three patients tested with the architect hiv ag/ab combo assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and retained file kit testing. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 22534be00 and the complaint issue. The overall performance of lot 22534be00 was investigated in a sensitivity setup and by utilizing two commercially available seroconversion panels. Sensitivity performance is acceptable and not negatively impacted. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent, lot 22534be00 was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Complete information for section: patient identifier: multiple = sid (B)(6); sid (B)(6); sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported (B)(6) architect (B)(6) results on three patients. The results provide were: on (B)(6) 2021 sid (B)(6) initial = (B)(6), retest = (B)(6) sample insufficient for third run; sid (B)(6) initial = (B)(6), sample not retested; sid (B)(6) = (B)(6), retest = (B)(6); all 3 were (B)(6) with the roche method; western blot = (B)(6). There was no reported impact to patient management.